Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the left ventricular lead was noted to be dislodged and outside the heart, confirmed under x-ray. The lead was explanted and replaced. Patient was stable before, during and after procedure.